Event description:
It was reported the device had no telemetry and no output; it could not be interrogated. Five months previously, the remaining longevity was estimated to be 6-31 months. The device was explanted and replaced and the patient status was noted as 'ok'.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry condition was the result of lifted hybrid bond wires.